Event description:
It was reported that during follow up, decreased sensing and loss of capture were noted. X-ray revealed the lead had dislodged. Lead was capped and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.